Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the physician inserted the device into the endoscope, he found that the paint at the distal tip was peeling; no part of the paint detached inside the patient. The device was removed and the procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the physician inserted the device into the endoscope, he found that the paint at the distal tip was peeling; no part of the paint detached inside the patient. The device was removed and the procedure was completed with another autotome rx sphinterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cut wire was bent. The paint bands were intact, no anomlilies identified. The device was unable to meet the 90 degree minimum bowing specification due to the condition of the device. The investigation was unable to confirm the event of paint peeling. The account confirmed that the correct device was returned. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.